Manufacturer narrative:
An event regarding a fractured device involving an exeter bone plug was reported. The event was confirmed. Method and results: device evaluation and results: material analysis indicated that an exeter intramedullary plug was fractured at the end of the plug spare adapter. The intramedullary plug fractured in overload. No materials or manufacturing defects were observed on the surfaces examined. Conclusions: material analysis determined that the exeter plug fractured in overload. No material or manufacturing defects were observed on the surfaces examined. No further investigation for this event is possible at this time.

Event description:
It was reported that the flange tip of the introducer is allegedly catching on the plug when in use. It was further reported by stryker sales rep, (B)(6), that the tip looks like it was melted. This was observed after the surgery was performed, during sterilization of the product.